Event description:
It was reported that the customer had issues with the reservoir while filling. The customer stated being afraid of spilling insulin on the connection. It was stated that the customer's blood glucose was fluctuating a lot and she has been hospitalized often in her life. The customer stated that she believes it has to do with her body and not our product. It was mentioned that the customer changes the infusion set and reservoir every three days. No further information was provided

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.